Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields patient identifier (a1) and date of birth (a2), in section a - patient information, and describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation (disposed post procedure). If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that post procedure patient experienced sick sinus syndrome. A farawave 2.0 nav cath was selected for use for a clinical procedure. Sinus bradycardia was noted on implantable loop recorder (ilr). Diagnostics show brady detections, mostly occurring during the daytime, available egms show longest at approximately 3.5 minutes at approximately 31-50 bpm. Sotalol was stopped on (B)(6) 2026. Patient seen by ep on (B)(6) 2026. It was scheduled for a dc leadless pacemaker placement on (B)(6) 2026. It was further reported that the patient was not hospitalized due to the event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed post procedure). If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that post procedure patient experienced sick sinus syndrome. A farawave 2.0 nav cath was selected for use for a clinical procedure. Sinus bradycardia was noted on implantable loop recorder (ilr). Diagnostics show brady detections, mostly occurring during the daytime, available egms show longest at approximately 3.5 minutes at approximately 31-50 bpm. Sotalol was stopped on (B)(6) 2026. Patient seen by ep on (B)(6) 2026. It was scheduled for a dc leadless pacemaker placement on (B)(6) 2026.